Manufacturer narrative:
The performance of the lead under complaint was scrutinized. Analysis revealed a damaged insulation approximately 27 cm and 30 cm distal to the is-1 connector pin. These damages resulted most likely from the explant procedure due to a surgical tool. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead and the device were explanted and replaced due to loss of capture. It was also noted that this lead was dislodged. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated. (B)(6) 2013 ¿ this lead was returned.